Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the reported condition of a colleague infusion pump with an inoperative "open" key on the keypad was confirmed during product evaluation. The root cause was reported to be fluid ingress. However, no repair has been made at this time. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced an inoperative "open" button on the keypad. This event was reported to have occurred before use. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.46.00. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed with no exceptions found during manufacturing.